Manufacturer narrative:
As received, only the connector end measuring 9.2 cm of the lead was returned in one piece for analysis. Electrical testing and visual inspection did not found anomalies except procedural damage.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.